Event description:
Reported false positive flu b results for one symptomatic patient. The patient's symptom onset occurred 40 days prior to testing. The customer communicated the result was confirmed negative by rapid flu antigen test. The customer communicated the affected lot was either 706315 or 706263.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; phone.